Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that on the infinity central station (ics), at 11h13, a slow ECG rhythm with possibility of asystole or pause > 2.5 seconds but no visual or audio alarm. The first event recorded on ics was at 11h16 for a medium alarm hr<40. No adverse patient impact was reported.

Manufacturer narrative:
Review of the log files confirmed multiple medium hr < 40 and medium spo2 < 89 alarms were provided at 11:16am. The provided ECG event strips were reviewed by draeger clinical engineering. Clinical engineering determined that the criteria was not met for asy (asystole) or pause alarms. As some ventricular beats were noted, the criteria for asy or pause alarms were not met and therefore not provided. As indicated in the IFU, an asy alarm requires 4 seconds to pass without detection of a valid qrs complex. A pause alarm requires a sequence of two beats classified as normal or pvc, with an interval = pause rate value, in this case 2.5 seconds. Further communication with the site determined that the qrs threshold was set to low during operation. As defined in the m540 instructions for use (IFU) it is recommended to set the qrs threshold to normal to avoid an inaccurate hr value. There was no device malfunction.

Event description:
It was reported that on the infinity central station (ics), at 11h13, a slow ECG rhythm with possibility of asystole or pause > 2.5 seconds but no visual or audio alarm. The first event recorded on ics was at 11h16 for a medium alarm hr<40. No adverse patient impact was reported.